Manufacturer narrative:
The product was not returned, therefore no product analysis could be completed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), an access site complication occurred. A small dissection was treated with a balloon angioplasty and the implant of a balloon-expandable stent. No additional adverse patient effects were reported.